Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
A nurse reported that she input a certain dose on the pump and when she came back later, the dose had changed. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.